Event description:
Information received by medtronic indicated that the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring missing. Customer returned pump for alleged cosmetic damage located at the front of the pump found on (B)(6) 2021. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: cracked keypad overlay, missing o-ring (reservoir tube), detached retainer, pillowing keypad overlay, keypad overlay texture damage, and label damage. Cosmetic damage was confirmed at the front of the pump. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.